Event description:
Hernia mesh was used during a routine ventral hernia repair. Almost immediately became sick. Pain, distention, fevers, and an inability to eat or drink. I had a revision about a month later which now I must have two professionals do a wound vac dressing. I 've had pain and dramatic weight loss. The mrsa (methicillin-resistant staphylococcus aureus) and vre (vancomycin-resistant enterococci) drainage was profuse. I m still having pain. This product needs further scrutiny. As a retired nurse I 've known others who didn't have the revision surgery suffer daily with pain. Required 4 antibiotics to alleviate. Vancomycin, doxycycline, ciprofloxacin and another. Model, catalog, lot, serial, and unique device identifier numbers: all unknown.